Event description:
It was reported this biliary stent was placed in the iliac artery and immediately following placement migrated to the aorta. An attempt to snare the stent was unsuccessful. Uneventful surgical retrieval followed. This device has not been received for eval. Therefore, no failure analysis is available. This device was used in a non-indicated procedure, iliac stent placement. It was also indicated a pre-placement angioplasty was not performed prior to stent placement. Co believes these factors may have contributed to this event. However without further details co is unable to determine the exact cause for this event. Co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasm..dilate the stricture as necessary with a balloon dilatation catheter during conventional technique".